Event description:
While in operation room, surgeon was drilling, pulled out drill but tip of drill bit (1.6mm) was still in foot. Flat plate taken, radiologit to read prior to closure, surgeon unable to remove tip of drill bit; tip left in place, wound irrigated and closed.